Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative noted they experienced a burning sensation while cha rging. It was also noted that the patient¿s device would ¿shut off¿ and that the ¿battery would not hold a charge.¿ the ¿date of defect¿ was noted as (B)(6) 2016. No device removal date was noted. No further complications were reported or anticipated.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 39565-65 lot# va0dw90046 serial# implanted: explanted: product type lead. Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge. The ins had no telemetry or output when received for analysis. Telemetry was restored after one full physician mode recharge. After normal recharging, the ins passed functional testing. According to the trace report taken from the ins, the last recharge done while implanted was on (B)(6) 2016. The battery depleted to the lock/sleep mode on (B)(4)2016. Subsequently, the battery depleted to an overdischarged condition. The trace report indicated that one overdischarge had occurred. The trace report also indicates that of the last five recharges while implanted lasting longer than 5-7 minutes, three of these had eight bars of coupling 5-7 minutes into the recharge session. One recharge had 4 bars of coupling and one recharge was at zero bars of coupling 5-7 minutes into a recharge session. The ins was cut open and the internal visible components were visually examined. There were no visual anomalies of the internal visible components of the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient has long suffered with chronic bilateral low back pain. From the beginning, the device did not provide much relief. Approximately one year after implant, the patient began to experience problems charging their device. It would take 4 hours to charge and it would hold that charge for only a few days. Two years after implantation, the patient began experiencing a stinging sensation and burning at the battery site. Despite many meetings with a company representative, who repeatedly tried to reprogram and adjust the device, the device continued to malfunction. The company representative ultimately confirmed that the device was defective. The patient¿s physician verified that their device was non-functional and resulted in increased pain. Consequently, the device was removed in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spinal pain and lumbar radiculopathy patient initially reported on (B)(6) 2016 that she was unable to charge her stimulator due to poor coupling; therefore, the stimulator had depleted. The patient stated their pain had been worsening and they could hardly walk. The patient tried communicating with their recharger; however, it was not able to couple. The patient noted that they are undergoing an MRI brain scan at that time, but claimed it was unrelated to the implant. Information later received on (B)(6) 2016 stated the patient¿s implantable neurostimulator (ins) had ¿failed well before the expiration of 9 years¿ and that the patient had ¿damages suffered due to the defective stimulator.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.